Event description:
It was reported that during ureteroscopy, the fiber tip broke off while treating a stone. It was also noted that a basket was used to retrieve the tip from the kidney. The procedure was completed using another of the same device. There were no patient complications.